Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of one controller revealed that the controller passed visual inspection and functional testing; no anomalies to the controller's driveline connector were observed. Failure analysis of the second revealed that the controller passed functional testing. Visual inspection of the second controller revealed contamination within power ports one (1) and two (2), likely due to the handling of the device. Supplemental testing did not reveal wear to the gold-plating of the pins. Review of the log files associated with the second controller revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event that was due to a momentary disconnection within the analyzed period. Review of the second controller¿s alarm log file revealed a vad disconnect alarm logged on 24-jan-2020 at 12:34:47, indicative of a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Log file analysis revealed several controller power up events logged on the first controller starting at 12:30:34. A vad disconnect alarm was logged at 12:37:58, likely following a pump start command from the monitor, which indicates that the pump start command was likely sent without the driveline adequately connected to the controller. Several additional controller power up events were logged, each followed by a vad disconnect alarm, indicating that the controller was powered up without the driveline adequately connected. As a result, the reported event was confirmed. A power source lubrication procedure was performed on the power source involved in the premature power switching event on 11-mar-2019. The most likely root cause of the reported premature power switching event can be attributed to a momentary disconnection between the controller and battery, likely due to the observed contamination in the controller power ports. Based on the available information, the most likely root cause of the ¿no power¿ event can be attributed to an improper connection of the driveline to the backup controller following the controller exchange, which aligns with the reported ¿possible user error by the health care professional.¿ investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power switching. During a controller exchange, the backup controller did not provide power to the ventricular assist device (vad) and the patient lost consciousness. The vad driveline was connected to the original controller and the patient regained consciousness. A possible cause of the vad not restarting could have been user error by the health care professional. Both controllers were removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ unk-controller, model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 10-jan-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power switching. During a controller exchange, the backup controller did not provide power to the ventricular assist device (vad) and the patient lost consciousness. The vad driveline was connected to the original controller and the patient regained consciousness. A possible cause of the vad not restarting could have been user error by the health care professional. Both controllers were removed from service. No patient complications have been reported as a result of this event.